Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
The customer reported that during touch screen calibration, the touch screen did not respond. The service technician evaluated the unit and the reported problem was not duplicated. The customer reported that the unit was not in use on a patient. The service technician reported that the issue was not duplicated. There was no abnormality in the unit confirmed. No part needs to be replaced.